Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) units batteries wont charge. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Additional information: (B)(6). A getienge field safety engineer (fse) was dispatched to evaluate the unit. Fse verified that charging led was flashing but batteries were not charging. Replaced power management pcb. Verified that cardiosave was charging. Charged overnight and both batteries had full charge. Ran and passed all performance and function tests. The failure analysis and testing dept. Received power management pcb with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown q27 component. Fat cannot install and test the board due to the risk associated to the cardiosave test fixture. Cannot confirm the reported failure. Board is obsolete and cannot be tested by supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries wont charge.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
N/a